Event description:
Reporter indicated a vns patient received high lead impedance on diagnostic testing. The patient is scheduled for revision surgery. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.